Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 21mm epic max valve was successfully implanted in a patient. No difficulty was experienced during the implantation of the 21 mm epic max valve. Post-procedure, it was noted that the patient had profuse bleeding requiring re-intervention. Bleeding was noted through the mediastinal drains at a rate of approximately 400¿500 ml per hour. The entire surgical site examined and revealed no active bleeding source. The re-operation the bleeding stopped. A blood transfusion was required, including two red blood cell concentrates and a pool of platelets during the initial procedure. The surgeon believes the profuse bleeding may have been caused by a coagulation disorder or possibly by previously controlled bleeding at the time of reoperation. During reopening, abundant clots were found, but no active bleeding sites were identified¿only diffuse bleeding throughout the surgical field. After four days, the patient was transferred to the ward with a favorable outcome. The only clinical finding was atrial fibrillation, which reverted to sinus rhythm after treatment adjustment; the patient had a prior history of paroxysmal atrial fibrillation. The international normalized ratio (inr) was 1.36 during reintervention and 2.08 at discharge, as the patient was beginning treatment with vitamin k antagonists for atrial fibrillation. There were no allegations of malfunction against the abbott device or procedure. The patient was discharged on the 7th postoperative day and is currently in good clinical condition.

Event description:
N/a.

Manufacturer narrative:
An event of profuse bleeding and atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported bleeding and atrial fibrillation could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the medication was administered and blood transfusion was given. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.